Event description:
A sample was not returned for evaluation nor did provide a catalog number or lot number. Therefore a complete investigation could not be performed.

Event description:
IV tubing has a break in it at the filter site